Event description:
The customer reported that the device intermittently fails to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently fails to power up. There was no reported pt involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to the optical switch. Replacing the optical switch resolved the issue.